Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be low latex viscosity causing thin sac and poor/baggy shape. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheters were leaking around where they put the catheter. The bag was leaking on the floor. Nursing staff was having to place bag in trash to prevent spilling onto the floor. Leaking from catheter was causing rash on patient to get worse. No medical intervention was reported.